Event description:
It was reported that during in clinic follow-up, the patient presented with oversensing due to noise resulting in pacing inhibition on their right atrial lead. The lead was capped and replaced on (B)(6) 2021. There were no patient consequences and the patient was stable.